Event description:
The patient had an intervention and an endurant ii and valiant stent graft was implanted. Per the physician, the procedure was successful and the patient is fine.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date approximately ten years post index, during routine follow up, it was seen that the aneurx bifurcate had migrated, causing a type ia endoleak. In addition, the left iliac artery has become aneurysmal, and there is no longer a distal seal with the stent graft. The patient complained of abdominal pain. The physician believes the migration is due to disease progression, as the aortic diameter is now 38 mm, and the graft is only 28 mm in diameter, and no longer was in contact with the vessel walls. No clinical sequelae were reported and the patient will be monitored.